Event description:
A malfunction was reported on the pump, with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.